Event description:
The customer reported the system was getting a control panel error. The field engineer noted that when he arrived the system's generator would no boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.